Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the tubes pushed off the nonpatient needle on unspecified number of devices. No patient or user impact reported.

Manufacturer narrative:
D.4 medical device lot # 24e29a1 h.4 batch creation date 2025-01-02 d.4 batch expiration date 2026-04-30 d.4 unique identifier (UDI) # (B)(4). The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 31-mar-2025 investigation summary bd received 3 sets of samples for investigation. The returned samples of the lot concerned were checked visually, and no abnormalities such as molding defects of rubber sleeves were found. Also, a functional test was conducted on the returned samples of 3 sets using bd single use holder and no kick back or tube push off was observed. Additionally, 50 retention samples from bd inventory were evaluated by visual examination and nothing abnormal related to molding defects of the rubber sleeves were also found. Also, the silicone amount on the retained samples of 8 sets were checked, and no issues found. Then, water sampling test was conducted on the retained samples of 8 sets by connecting each sample to bd single use holder and all samples met specifications as no tube pushed off was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of tube push off. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The manufacturing location for this product is nipro. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. . A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set, the tubes pushed off the nonpatient needle on unspecified number of devices. No patient or user impact reported.